Manufacturer narrative:
The device was returned and analyzed. Visual inspection of the returned device confirmed the external layer of the lead is peeled, exposing the conductor wires. Sem analysis of the area showed minimal damage to the conductor wire surface. The potential cause of the damage is likely due to the use of a sharp cutting tool during the manufacturing process. A review of the complaint record has found no other instances of similar events for this lot.

Event description:
It was reported to nevro that during the trial procedure the physician had difficulty guiding the lead. When the lead was pulled out it was noted that the internal wire of the lead was poking through the insulation. It was unknown if the lead was damaged out of the box or during the procedure. No injuries were sustained by the patient and the procedure completed without further incident. There have been no reports of further complications regarding this event. The lead was returned and damage was confirmed.